Event description:
It was reported that there is high ventricular lead impedance which has been gradually rising since (B)(6) 2010. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a resistance/impedance increase. A steady increase was shown in ventricular lead impedance from an average of 627 ohms on (B)(4)-2010 to an average of 2987 ohms on (B)(4)-2010. Corrected data: patient date of death and removed device remains activated device code.